Manufacturer narrative:
(B)(4). Instradent USA, inc. Is submitting the report on behalf of (B)(4).

Event description:
(B)(4). The dentist reported that 2 months after the dental implant was installed in intraoral region #31 it was verified its loss of osseointegration, but did not provide any other information about the case.